Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise oversensing on the right atrial (ra) lead channel, which led to false atrial tachy response (atr) episodes. Additionally, it was noted that during a ventricular tachycardia (vt) episode, the anti-tachycardia pacing (atp) accelerated the rhythm into a ventricular fibrillation (vf), however the device successfully converted the episode with shock therapy, no additional adverse patient effects were reported. This device remains in service.